Event description:
It was reported that there was a force sensor test failure. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704 as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Visual inspection observed the top and bottom cases were in excellent condition. The right and left plunger cases were cracked. During power up process and calibration verification testing, the reported problem was duplicated. The root cause of the reported issue was found to be multiple components on plunger head assembly. There was fluid contamination found inside plunger head assembly. Replaced multiple components inside the plunger head assembly including plunger cases. Performed calibration on the pump and passed.